Manufacturer narrative:
(B)(4). Date sent: 3/25/2026 d4: batch # a97v2m an analysis of the product could not be performed since a physical sample was not received for evaluation. This is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photos show an opened package labeled el5ml product code, lot number a97v2m, expiration date mar 31, 2030. Five malformed clips with bodily fluids are visible in the image. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device a97v2m batch number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How did device not work? Did device jammed (not fire clips)? Did device not feed clips? Did device drop or eject clips? Did device sideways feed clips? Did device fire malformed clips? Did device fire scissored clips? If other please specify. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, using el5ml clip duct found that when closed jaw of el5ml clip was not in the jaw in the rings position. It clip out of the jaw when change product to the now one same lot, it happen again. Surgeon have to change to the third one during case. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 4/7/2026. D4: batch # a97v2m. Investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photos show an opened package labeled el5ml product code, lot number a97v2m, expiration date mar 31, 2030. Five malformed clips with bodily fluids are visible in the image. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device a97v2m_el5ml batch number, and no non-conformances were identified. Additional information was requested and the following was obtained: 1. How did device not work? Ans. When the jaw close for clip, the clip fire out of the jaw. 2. Did device jammed (not fire clips)? Ans. The jaw can closed. The clip was fire. But fire out of the jaw. 3. Did device not feed clips? Ans.the device can feed clip. 4. Did device drop or eject clips? Ans when the device closed, the clip was eject out of the jaw. 5. Did device sideways feed clips? Ans . Yes .the devise sideway feed clip. 6. Did device fire malformed clips? Ans. Yes , the devise sideway feed clip. Not fire in the right position. 7. Did device fire scissored clips? 8. Ans no. 9. If other please specify.